Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(6) female patient's battery charger was intermittently powering down. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (intermittently powers down) has been confirmed. Upon investigation the connector on the battery charger's power supply brick was defective, causing the intermittent power downs. The root cause fo r the defective power supply brick connector could not be positively identified. No adverse event resulted from the defective connector. The patient received a replacement battery charger/modem.